Manufacturer narrative:
Other, other text: additional information h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. One sample received in decontaminated condition inside of plastic bag with its original packaging. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination according to procedure. No damage or discrepancies have been detected in the sample. During the functional testing, no difficulty was detected in sample during the priming and no alarms were activated; the water could pass through the whole device, thus, the failure mode reported was not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No corrective actions are required since the complaint was not confirmed., corrected data: d1.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, an air in tubing alarm was noted. No patient consequences were reported. No adverse effects were reported.